Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely degradation led to component failure for the detached adhesive and stress led to the malfunction of the deformed biopsy port, however, a definitive cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited detached adhesive on the bending section cover and a deformed biopsy channel inlet port. There was no patient involvement.